Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that during the implant, the atrial lead was analyzed and impedance was stable. The pocket was closed. A final check of the lead indicated unstable impedance and no sensing. The lead was then taken out and a new lead replaced it. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary - the full lead was returned and analyzed. Analysis revealed that the inner tubing of the lead was extrinsically breached due to a tear. The inner insulation of the lead was extrinsically breached due to pulling/stretching/overstress. Visual summary analysis of the lead indicated damage at implant. Visual summary analysis of the lead also indicated stretching.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.